Event description:
It was reported that the patient was experiencing pain for approximately 2 months on the surface of one corner of the device. The device was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 5076-52 implantable pacing lead, implant date: (B)(6) 2006. (B)(4).